Event description:
A fox plus pta catheter was placed in a patient's iliac artery, for interventional procedure. The balloon ruptured during inflation. The device remained in one piece and was removed in its entirety. The procedure was successfully completed using unknown device. Patient is doing fine.

Manufacturer narrative:
The device was not returned, however the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.